Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead had dislodged due to tissue in the screw. It was noted that the helix would not extend and that they could not get the tissue out of the screw. The lead was not used and a different lead was implanted instead. Non-complaint.